Event description:
The customer reported a few milliliters of fluid overflowed from the baths, within the instrument, involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Beckman coulter advised the customer to wear proper ppe prior to system troubleshooting. The customer drained both baths and flushed with 50% bleach and deionized water, followed by only deionized water. The customer verified the baths drained and performed system startup and quality control; the instrument performed within normal specifications. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).